Event description:
(B)(4). Device was provided by insurer. I have had extreme period changes since having essure implanted in 2009. I have had no period for months then bleed very heavily for several days to weeks, then no period again. I have taken countless pregnancy tests, and none have ever been confirmed. I have had bloating recently when I have not had my period. I have mood swings and fatigue.